Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that "two sutures broke right at the swage" however, more than two sutures were reported in each case. Please clarify how many devices demonstrated the alleged deficiency in each procedure? Please provide the source or name of person providing answers to follow-up questions: the number is indicated on the report.

Event description:
It was reported that a patient underwent a carotid artery procedure on (B)(6) 2025 and suture was used. During the procedure, the suture broke right at the swage. Another like device from the same lot was used to complete the procedure. There were no adverse consequences reported. Additional information was requested.